Manufacturer narrative:
(B)(4). The customer reported that they were unable to obtain an etco2 value during use on a pt. The customer reported that the device behavior did not impact the pt outcome. The device was evaluated by a philips field service engineer. The reported symptom could not be duplicated. Review of the event summary shows an etco2 pleth waveform present. The device passed all testing and was returned to service.

Event description:
The customer reported that they were unable to obtain an etco2 value during use on a pt. The customer reported that the device behavior did not impact the pt outcome.